Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, long lesion from the proximal to mid lad (left anterior descending) measuring 2.5x20mm with 90% stenosis. Target lesion one was treated with direct stenting using a 2.5x24mm taxus liberte stent resulting in 10% residual stenosis. Moderate balloon withdrawal resistance was reported for the taxus liberte stent delivery balloon. The event was resolved without treatment by "hard drawling." No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause of the event is unknown. Product unavailable for analysis.